Event description:
It was reported "catheters come twisted /have bends which cause the coude tip and notch indicator on funnel to be "twisted misaligned" and can cause bleeding with use."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received for lot 5c00415 and malfunction code "uca-pmc07.04 incorrect tip alignment (relative to markings)". Additionally, no ncs were identified during the sterilization process. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.